Event description:
It was reported that during a thyroidectomy procedure, the surgeon was not satisfied with the hemostatis effect with this particular device. They took a new devcie and it worked perfect including to give a good hemostatis. No more info is available. There were no adverse consequences for the pt. Add'l info requested, but not received yet.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.